Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, a philips remote service engineer (rse) inspected the system remotely and confirmed that the device was not booting. Troubleshooting action of checking the system for startup issues was completed by the field service engineer (fse). Analysis of the log file does not confirm a malfunction, however, there is no reason to doubt the onsite analysis and repair. The field service engineer (fse) replaced the hard disk and reloaded the system software which returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not booting, stalling at 00:00. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.